Event description:
It was reported that the customer gave multiple boluses resulting in a low blood glucose level, value not provided, requiring emergency services to be called and transported to the hospital¿s intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.